Event description:
Reported that the pt received third degree burns on her arms. Large metal alligator clips had been placed over the insulated alligator clips. The metal laid against her arm. The burns were noted immediately following her one hour procedure.